Manufacturer narrative:
Based on the available information, this event is deemed. To be a serious injury. Based on information available no device malfunction occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on october 19, 2016. (B)(4).

Event description:
A device was inserted into a male patient on (B)(6) 2016 for management of liquid stool. After twelve (12) days use, the device was removed on (B)(6) 2016. Another device was not inserted. Later in the day on (B)(6) 2016, blood clots were noted from the rectum. Hemoglobin (baseline 9.0 g/dl) and had dropped to 5.0 g/dl, and the patient became bradycardic. After infusion of blood and fluids, the patient's hemoglobin returned to baseline and his bradycardia resolved. A CT scan and flexible sigmoidoscopy were done. Results and diagnosis are not known. The patient was transferred to neurological intensive care unit on (B)(6) 2016. Reporter stated, "the surgeon involved felt strongly that the device was not the cause of the bleeding. No further information is available.